Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction issues occurred with a intima-ii 22gax1.00in prn slm npvc. The following information was provided by the initial reporter: "at 08:30 on (B)(6) 2019, a patient with chronic sinusitis, is preparing for surgery. The patient was given an indwelling needle before the operation. Check the validity period and needle integrity before catheterization. During the catheterization process, there is resistance to withdrawal of the needle, blood return is not good, the patient complains of pain, and is taken out. After taking out, check that the hose is separated from the steel needle. Then, the tube was placed again with the new indwelling needle, and the indwelling needle was returned to the blood. After the fixation, the patient did not complain of discomfort. The patient was not injured because of the prompt discovery."

Manufacturer narrative:
Investigation: photo was provided for investigation. The photo returned showed the hose was punctured. According to the analysis of complaint information, the hose and steel needle were found to be separated after puncture and needle removal which indicates that the product was normal before use. A possible root cause can not be determined at this time, master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection.

Event description:
It was reported that needle retraction issues occurred with a intima-ii 22gax1.00in prn slm npvc. The following information was provided by the initial reporter, "at 08:30 on (B)(6) 2019,a patient with chronic sinusitis, is preparing for surgery. The patient was given an indwelling needle before the operation. Check the validity period and needle integrity before catheterization. During the catheterization process, there is resistance to withdrawal of the needle, blood return is not good, the patient complains of pain, and is taken out. After taking out, check that the hose is separated from the steel needle. Then, the tube was placed again with the new indwelling needle, and the indwelling needle was returned to the blood. After the fixation, the patient did not complain of discomfort. The patient was not injured because of the prompt discovery."